Event description:
On (B)(6) 2018, a 31mm masters series mitral valve ((B)(4)) and 23mm masters series aortic valve ((B)(4)) were implanted during a concomitant mvr and avr procedure. A leaflet tester was used to test function of the leaflets. While weaning the patient from cardiopulmonary bypass, the pa pressure was noted to be very low. The left atrium was reopened and one leaflet from the mitral valve was noted to be dislodged from the butterfly hinge and had obstructing both leaflets. The mitral valve was explanted and a second 31mm masters series mitral valve was implanted. The patient is reported to be stable and has moved to the ICU with all the parameters within normal range.

Manufacturer narrative:
The reported event of ¿leaflet from the mitral valve was noted to be dislodged from the butterfly hinge¿ was confirmed. The reported event of ¿obstruction of the leaflets¿ was not confirmed. The returned 31mm masters series valve was returned with one leaflet dislodged and fractured. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged and fractured leaflet. Rather, the dislodged and fractured leaflet is consistent with some external force applied to the valve which overstressed the carbon material. The intact leaflet was properly inserted within the orifice and able to fully open and close with no resistance occurring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.